Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-00645 and manufacturer report # 3005099803-2014-00646 for the associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip was able to grasp and lock onto tissue; however, the clip was difficult to release from the catheter to deploy. The clip eventually released from the catheter. The second clip was used and the same issue occurred. The procedure was completed with these two devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.